Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, the phenomenon occurred due to the faulty sdi cable. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
No device was returned for evaluation as the olympus territory sales manager determined the cause of the no image issue was attributed to a defective serial digital interface cable that was attached to the monitor. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The territory sales manager became aware during installation of the high definition liquid crystal display monitor had no image. No patient involvement or adverse outcome was reported.